Manufacturer narrative:
No medwatch form was received. (B)(6) no complaint received with return of device. Failure(event) observed during analysis. The lead was returned cut in two segments for analysis. External insulation abrasion was found at 13.0-13.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.